Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component, inside the patient.

Event description:
It was reported that during insertion, the stent coil was disconnected when unfolded.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component. Block h11: the tria ureteral stent was returned for analysis. During the media, visual, and microscope inspection, the stent was found with the bladder coil detached. Additionally, the suture and positioner were returned. The suture returned was removed and cut. The reported event of coil detachment of device or device component was confirmed. Regarding to the analysis performed of the returned device, there was evidence the stent coil was detached. It is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Correction to block b5.

Event description:
It was reported that a tria ureteral stent was used during a retrograde intrarenal surgery procedure and during insertion, the stent coil got disconnected when unfold. The procedure was completed with another of the same device and there were no patient complications reported.